Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-25. H6: investigation summary. A sample was received and analyzed by our quality team. The tubing was clearly torn, the customer's complaint of leakage is verified. The root cause of this failure is unknown, it is suspected that the tear is an exaggeration of an original pinhole as described by customer that has been exacerbated through processing and shipment. The failure was ran through records of possible models associated but the root cause remains unknown. The device history report is unavailable without a lot or material number.

Event description:
It was reported that an unspecified bd device had damaged tubing during use. The following was reported by the initial reporter: "it was reported that there was a hole in the IV tubing resulting in leakage. Verbatim: we had an IV tubing blow a hole in itself while hooked up to a patient. How do I handle getting this to your team for a quality check? This is the first time this has happened, but will keep you posted on if it happens again!".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd device had damaged tubing during use. The following was reported by the initial reporter: "it was reported that there was a hole in the IV tubing resulting in leakage. Verbatim: we had an IV tubing blow a hole in itself while hooked up to a patient. How do I handle getting this to your team for a quality check? This is the first time this has happened, but will keep you posted on if it happens again!".